Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Asr revision; asr hip resurfacing - right hip; reason for revision: component loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Right. Asr hip resurfacing. Reason(s) for revision: component loosening. Update- cup loosened. See email dated 12th feb 2013. Update rec'd 3 sep - (B)(6) reference no. (B)(4) are duplicates. Therefore I have recreated both dints and transferred the full amount of information from both onto this com; this will is now the master com for this case. I will then recreate (B)(4) so that and adi/meddevs and MDR/medwatches can be cancelled with the relevant authorities.